Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8926ss batch 25805 was received for evaluation. During the visual inspection, it was observed a tangle on the suture attached to the needle. The guide pin was bent. Functional testing doesn't apply to this device. The most likely cause(s) for the reported failure can be a user error. Dfu-0147 0. E. Warnings. 10. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/31/2023, it was reported by an arthrex employee via email that an ar-8926ss knotless tightrope syndesmosis tightrope's button was not flipped. This was discovered during an syndesmosis injury repair on (B)(6) 2023. The case was completed by using a new ar-8926ss. Additional information provided 08/09/23: a 10 min delay occurred with no additional anesthesia. The case was completed with an ar-8926ss.